Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pains (before this, my periods had no pain)"), back pain ("backache"), dermatitis allergic ("allergies all over my body"), headache ("severe headaches"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth and gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatic nerve pain"), alopecia ("hair loss"), blindness ("vision loss"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, dermatitis allergic, headache, fatigue, tooth loss, oral disorder, urinary tract infection, sciatica, alopecia, blindness, personal relationship issue and personality change was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: "since the moment I had it removed, and even though that was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I felt a lot better since that first moment, as I said, even though it was a surgical procedure, with a post surgical treatment, I felt much better compared to when I had the device." "That despite my general recovery, I've suffered body injuries that are still present." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pains (before this, my periods had no pain)"), back pain ("backache"), dermatitis allergic ("allergies all over my body"), headache ("severe headaches"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth and gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatic nerve pain"), alopecia ("hair loss"), blindness ("vision loss"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, dermatitis allergic, headache, fatigue, tooth loss, oral disorder, urinary tract infection, sciatica, alopecia, blindness, personal relationship issue and personality change was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the moment I had it removed, and even though that was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I felt a lot better since that first moment, as I said, even though it was a surgical procedure, with a post surgical treatment, I felt much better compared to when I had the device. That despite my general recovery, I've suffered body injuries that are still present. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment; update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pains (before this, my periods had no pain)"), back pain ("backache"), dermatitis allergic ("allergies all over my body"), headache ("severe headaches"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth and gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatic nerve pain"), alopecia ("hair loss"), blindness ("vision loss"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, dermatitis allergic, headache, fatigue, tooth loss, oral disorder, urinary tract infection, sciatica, alopecia, blindness, personal relationship issue and personality change was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the moment I had it removed, and even though that was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I felt a lot better since that first moment, as I said, even though it was a surgical procedure, with a post surgical treatment, I felt much better compared to when I had the device. That despite my general recovery, I've suffered body injuries that are still present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.